Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the last basal delivery was on (B)(6) /2014 at 10:05pm. There were multiple call service (cs 128) alarms as a result of a discharged replace battery used on (B)(6) 2014. The total daily dose added up and correctly reflected the programmed basal rate. Unrelated to the original complaint, the battery compartment was cracked. There was no power interruption or any errors, alarms, or warnings during the investigation and all electrical current readings were within specification. A power issue was not duplicated. The pump was opened and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 371 mg/dl with nausea, vomiting, and abdominal pain associated with a power issue. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the pump continued to beep after rebooting. It was reported that audio and vibration were present, but the display was blank. This complaint is being reported because, the patient allegedly experienced hyperglycemia due to a power issue.